Event description:
It was reported guide wire cannot be pulled out after catheter placement. It was stated the conservative measures and action taken were the entire device is removed and another catheter is inserted. (B)(6) 2022 - the returned guidewire exhibited multiple kinks.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to remove a guidewire from a catheter was confirmed but the exact cause remains unknown. One guidewire and 15 cm powertrialysis catheter were returned for evaluation. The guidewire was found to contain bent and kinked regions at the 4.5cm, 24.5, and 32 cm locations. The proximal section of the guidewire was found to be elongated due to the core wire being frayed. Microscopic inspection of the distal and proximal weld tips revealed them to be intact. A non-complainant guidewire was inserted through the catheter and no obstructions or resistance was noted. An attempt to pass the returned guidewire revealed resistance at the kinked regions. The outer diameter of the guidewire was measured near the deformed and damaged regions and was found to be within manufacturing specification. The presence of kinks in the guidewire likely contributed to the resistance experienced and fraying of the guidewire during attempted removal; therefore, the complaint is confirmed. Based on the information provided, possible contributing factors that may cause kinks in the guidewire include advancement against resistance and deformation during handling and use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.